Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On 06/20/2016 a medtronic representative performed an imaging system check-out, mechanical & system inspection areas passed. Imaging modalities test failed. X-ray shots were not possible. System unloaded and moved into the room. Dose measurement performed. After re-booting, system not working - pendant shows generator not ready and needs repair. On 06/23/2016 a medtronic representative performed an imaging system check-out, mechanical & system inspection areas passed. Imaging modalities test failed. X-ray shot not possible. Generator not ready. Paxscan and pleora no power. After replacing the standalone-board the system worked for 3 hours, then the same issue reoccurred. Return requested. Replacement standalone and x-relay shipped to site 06/23/2016. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that a site's imaging system was not ready after a re-boot. Pendant shows generator not ready. No further details were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Analysis of the returned standalone and x-relay kit could not confirm any failure as it passed all testing and functioned as expected without issues.